Event description:
Reporter called this in as a courtesy. He said that on aug 10th, there had been an incident where the hme being used for humidification had been improperly placed in the curcuit by a nurse at facility. A respironics low pressure remote alarm was being used in the curcuit with the visual and audible portion located in the hall so it was easy to see from far away by the nurses. The patient became disconnected from the circuit (patient wye) but due to the improper placement of hme the insp limb of the circuit was still holding pressure negating any alarm from the respironics remote alarm. The patient expired. The t-bird apnea alarm and low min vol alarm did sound and worked correctly. Reorter again said this is not being called in as a complaint. The vent worked fine. He just felt viasys should be informed of the incident. I contacted rep at facility and she confirmed the story and said that the company had taken the vent back for testing. I contacted another rep at the company, she confirmed the vent was tested and found to be in good working order as well as the respironics remote alarm. All parties agree that the whole incident was caused by the improper placement of hme.

Manufacturer narrative:
A letter was sent to the user facility requesting additional information pertaining to the patient and the reported event. As of the date of this report, there has been no response. The device was not returned to the manufacturer for evaluation. The device was evaluated by company and was found to be performing to specification.